Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system. The system did initially power on without errors. Dvstat was contacted for troubleshooting and full troubleshooting was completed. Preventive maintenance (pm) was recommended. The procedure was completed with the same system. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Endoscope controller was analyzed, and the reported failure was replicated. This unit was installed into the test system, and it failed with error 48204 during to video test. (Error 48204 light engine sensor self-test failed). The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the site called in with error messages on the screen. The site had a preventive maintenance (pm) message on the screen and the image may be deficient. Logs confirmed errors pointing to the endoscope controller (ec). The site had reseated the endoscope with no change. Intuitive surgical, inc. (Isi) technical service engineer (tse) advised to restart the system; the site opted to complete the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there is no further information available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and saw error 48204 in the logs pointing to the endoscope controller (ec), the isi fse replaced the ec. The system was tested and verified as ready for use. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation. .